Manufacturer narrative:
Summary the complaint of the broken tosca screw and breakage while explantation is not justified. Please refer to the (B)(4) investigation report.

Event description:
Patient was initially treated with an kaden cage in c6/c7. Implantation date is unknown. Later occurence of pain in c5/c6 led to an additional treatment with nubic cage and tosca plate system with the remaining kaden cage in c6/c7. Date of this treatment is unknown. Nubic and tosca expansion screws were fused. Kaden cage was not fused. Due to an instability of the cervical column x-ray of (B)(6) 2019 image showed a breakage of a tosca screw in c7. Surgeon decided to explant kaden cage and broken tosca screw. Therefore tosca plate had to be explanted. Under explantation all fixation screws of tosca broke. Several instruments were damaged. Parts of the broken screws remained in the vertebrae.